Event description:
A surgeon reports a scratch was identified following insertion of the intraocular lens (iol). Enlargement of the incision was required to accommodate removal and replacement of the lens and a suture was necessary. The pt had an excellent outcome.